Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure a small pericardial effusion was noted. After the transeptal puncture was performed the pressure of the left atrium (la) measured at one (1). A bolus of approximately three (3) liters of fluids were administered over the course of an hour and the la pressure rose to between eight (8) and ten (10). The closure device was deployed and recaptured twice before meeting release criteria and the procedure successfully concluded. The pre existing small pericardial effusion was observed to be unchanged from the start of the procedure. Two hours post procedure the patient became hypotensive. A transthoracic echocardiogram (tte) was performed and a pericardial effusion with tamponade was identified on the posterior side around the ventricles. A pericardiocentesis was performed and 500cc of blood was removed. The patient stabilized and is expected to fully recover. It was further reported the patient was discharged.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure a small pericardial effusion was noted. After the transeptal puncture was performed the pressure of the left atrium (la) measured at one (1). A bolus of approximately three (3) liters of fluids were administered over the course of an hour and the la pressure rose to between eight (8) and ten (10). The closure device was deployed and recaptured twice before meeting release criteria and the procedure successfully concluded. The pre existing small pericardial effusion was observed to be unchanged from the start of the procedure. Two hours post procedure the patient became hypotensive. A transthoracic echocardiogram (tte) was performed and a pericardial effusion with tamponade was identified on the posterior side around the ventricles. A pericardiocentesis was performed and 500cc of blood was removed. The patient stabilized and is expected to fully recover.